Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech observed error f038 in erasable electronically programmable read only memory. The monitor was originally returned for calibration not holding and co2 and k+ values drifting. Since the event occurred during routine testing of the device, there was no pt involvement during this event.